Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii, elecsys ft4 iii, and elecsys tsh assay results for three patient samples with the cobas e 801 module serial number (B)(4). The customer reported the tsh results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The e411 serial number was (B)(4). The tsh reagent used at the investigation site on the e801 was lot number 551796 with an expiration date of 30-sep-2022. The tsh reagent used at the investigation site on the e411 was lot number 574298 with an expiration date of 30-sep-2022. This medwatch is for tsh. Refer to the medwatch with patient identifier (B)(6) for the ft3 and (B)(6) for the ft4 assay.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. For all samples, the differences in the tsh values generated with the assays from roche diagnostics and siemens are most likely due to differences of the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used. From the information provided, a general reagent issue could be excluded.